Event description:
The patient contacted animas on (B)(6) 2012 alleging the pump's history "had holes" and there was difficulty with the upload. Animas customer support made several attempts to follow up with the patient to troubleshoot the pump but was unsuccessful in reaching the patient. The patient has not returned calls and letters sent. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged pump issues remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.